Event description:
It was reported that following a sling procedure, the pt developed a hematoma. This resulted in two additional days of hospitalization before the issue was resolved. No further complications were reported.